Manufacturer narrative:
Based on the information available for assessment, a relationship between the twist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twist aid system user guide provides information regarding system alarms and the recommended actions associated with them, as well as potential causes of hyperglycemia and ways to prevent it. This guide explains that the line blocked alarm is triggered when insulin is blocked from being delivered due to a kink in the infusion set tubing or infusion site. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc on 14-may-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that their glucose values elevated to the 400s mg/dl on (B)(6) 2026. The user manually injected 10 units of insulin but their glucose did not improve. The user also reported that when they went to bed, they had received a cassette low alert from their twiist automated insulin delivery (aid) system but did not perform a cassette change at that time as they had 11 units of insulin remaining in the cassette. Upon waking the following morning, the user reported that they received a line blocked alarm and saw that their infusion set tubing was caught under their belt. The user also noticed their cassette was empty and performed a full supply change (twiist cassette, cleo 90 infustion set tubing and infusion site) at that time. The user's glucose remained elevated so they manually administered additional insulin, totaling 30 units over the course of the day. The user reported a fingerstick value of 563 mg/dl but denied needing emergency medical services. The user was advised to contact their health care provider to discuss insulin dosing. The user remains ongoing on their twiist pump.